Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad resulting in the pump shutting down. The customers blood glucose (bg) level was "over 500" mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy. Reportedly, the customer was able to successfully charge the pump using a secondary charging pad.